Event description:
It was initially reported to philips healthcare heartstart xl battery was low. It was later clarified and confirmed by the philips field service engineer (fse) that during testing it was noted that the heartstart xl had a long charge time during the defib test.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.